Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state an operating procedures. Since a part number of the broken screw was not provided, we are unable to ascertain the exact screw size used in the initial surgery. We have conducted reviews of the most probable screw size used (124.465) and (124.464). Based on record review of all available information, it is determined the 6.5mm revere pedicle screw 40mm, and the 6.5mm revere pedicle screw 45mm design conforms to all applicable standards, and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction. Since we do not have the broken screw for evaluation, we are unable to determine the exact cause of the break. The screw may have failed in typical fatigue fashion because of the non union, as reported by rep, or due to excessive force such as a fall or inappropriate activity during recovery. Exact cause of the reported issue cannot be ascertained. Date of manufacture cannot be determined without the lot number.

Event description:
Globus medical, inc. Received a medwatch 3500a form notification on (B)(6) 2013 from (B)(6). It was reported that a revision surgery had taken place whereby a cross bar, two fusion rods, two pedicle screws, and six set screws were removed from the pt. Upon explant, one of the screws was broken. The broken screw was part of a pre-op diagnosis. The original surgery was a posterior lumbar spinal fusion, l3-l5. The revision surgery took place (B)(6) /2012. It was reported by the rep, the l4 screw broke because of non union of previous surgery.